Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant glucose result with accu-chek inform ii meter serial number (B)(4) when compared to a laboratory result. At 9:04 a.m. The meter result was 27 mg/dl and at the same time the laboratory result was 271 mg/dl. The caller confirmed that both meters have passed both level of controls within the past 24 hours. The caller performed linearity and confirmed both meters were within range.

Manufacturer narrative:
No product was returned for investigation. The patient has atrial fibrillation and pulmonary hypertension. Product labeling states: "if peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level." A product problem was not found.